Event description:
It was reported that the ilet pump displayed an ¿unable to proceed¿ alert when the user attempted to fill the tubing, including during a dry run, and the alert persisted despite using multiple cartridges from different batches. Symptoms included no adverse clinical effects. Outcomes included replacement of the pump and instructions to shut down the device, sync data to the mobile app, and return the original unit, with awareness that data will not transfer and startup on the replacement will be required; the user can continue using a dexcom g7 cgm. Investigation included troubleshooting and education with verification of serial number and logistics for device return. Investigation of this case revealed a suspected device malfunction consistent with consecutive stalled motor behavior during insulin delivery setup. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint could not be duplicated or confirmed. During troubleshoot testing, all dry runs were successful with no 'unable to proceed' messages. The device was opened for further investigation and no abnormalities or faults were found. The device performed as intended.